Manufacturer narrative:
The complaint investigation for falsely depressed alinity c calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 43488un22 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the total alinity c calcium for lot 43488un22 was identified.

Event description:
The customer observed a falsely depressed alinity c calcium result for one patient. The following data was provided: (B)(6) 2022 initial result = 2.9 mg/dl, repeat = 8.8 mg/dl additional results were provided from different samples from the patient: <2.00 mg/dl and 9.3. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.